Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose. The customer stated their blood glucose declined to 44 mg/dl the night prior. Customer treated their blood glucose with food. The customer also reported they were low from too much insulin. The customer also reported a hospitalization event four years prior when their blood glucose rose from 400 mg/dl to 900 mg/dl. The customer was treated with a bolus during this event. The customer declined to return the insulin pump for analysis.